Manufacturer narrative:
Vyaire file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and ran the vent for 30 minutes with no issues. The device is within specifications via OEM (original equipment manufacturer). The unit will be placed back in service.

Event description:
It was reported to vyaire medical that the vela ventilator has a circuit occlusion alarm and that no breaths have been recorded. At this time, there was no information for patient associated with the event.